Event description:
It was reported the asymptomatic patient presented in clinic for a follow up. Upon interrogation, it was observed the right ventricular lead was oversensing noise leading to pacing inhibition. The lead was capped and a leadless device was implanted without issue. The patient was stable.